Event description:
Boston scientific received information that the patient's device was unable to be interrogated on two separate occasions and still unsuccessful with additional troubleshooting techniques suggested by boston scientific technical services (ts). Upon magnet application, a magnet rate of 100 ppm was noted. The programmer was attempted in three different outlets to eliminate any potential environmental noise, however still could not interrogate the device. Due to the multiple failed interrogation attempts, a device replacement was scheduled. Additional information was received from the field that a device replacement was performed and this device was discarded by the hospital staff. A new competitor device was successfully implanted. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted dents in the device case. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported clinical observations.

Event description:
--